Manufacturer narrative:
Correction: the become aware date has been updated from 12dec2022 to 13jan2023. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was not delivering shock. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by a philips distributor and has been investigated by the philips complaint handling team. Available details indicate that the device was evaluated by the philips distributor. Functional and operational tests were performed at the customer site, but no problems were found. No repairs were required as the device was fully functioning and the device was returned to service. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.